Event description:
It was reported that the user was dissatisfied with the automated functionality of the ilet and found infusion sites uncomfortable, and the user experienced severe low blood glucose episodes during the system¿s learning period, prompting a request to discontinue use and return the device along with accessories. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no reported alerts or alarms, and a decision to revert to a previous therapy. Investigation included review of customer feedback and coordination for return logistics. Investigation of this case revealed user-reported discomfort at infusion sites and dissatisfaction with automation, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.